Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to lead noise. The lead triggered a noise alert and a lead integrity alert (lia) with high rate non-sustained (hr-ns). The lead had high/undefined pacing impedance. The lead was suspect of a fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.